Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared but pump time and date were incorrect. Tandem technical support assisted customer in correcting time and date and insulin delivery was resumed successfully. Customer¿s blood glucose level was 117 mg/dl.